Event description:
The customer reported to olympus, during procedure, the high-definition lcd monitor shut off randomly in 3 cases and then randomly came back on. It was indicated the device shut off twice in one procedure and once in a different procedure. Subsequently, a cable was changed, and the intended procedure was completed successfully. There was no harm or user injury reported due to the event. This report is part 2 of 2 related events. (Patient identifier: (B)(6)).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation, but evaluation has not yet been completed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the monitor shuts down randomly and then turns on randomly was caused by the failure of the printed circuit board. The cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.